Event description:
National complaint coordinator (ncc) for baxter reported a customer concern that the device may have overinfused during pt use. The device was filled with 25ml of 5-fu and 47ml saline. The expected flow rate was 72ml/168hr. The actual flow rate was 72ml/144hr, but the customer felt that the flow was fast. The customer requested that the flow rate be tested. There were no reports of injury or medical intervention related to the reported condition.

Manufacturer narrative:
The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow up report. A review of all records and retained samples related to the manufacture of the product lot has been requested, and will be provided in a follow-up report.